Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported the insulin pump being messed up and when checking found the little part fell off. The customer had no symptoms or treated the high blood glucose level. The customer did not troubleshoot the issue and found the infusion set to be bad. The insulin pump will not be returned for analysis.